Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse had high blood glucose was 540 mg/dl. The customer's spouse also reported that they received failed battery test and was advised to insert a new battery. The customer's spouse declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.